Event description:
It was reported that two xia ii vitalium rods fractured at l5/6 post-operatively. The patient was revised to replace the fractured rods and re-fix the construct. This record captures the first of the two xia ii vitalium rods.

Manufacturer narrative:
G1 has been corrected from "k2m, inc." To "stryker spine-france" a visual inspection was performed which confirmed rod fracture. X-ray confirms rod fractures occurred bi-laterally, just superior to the iliac screws. Manufacturing records were reviewed for the corresponding lot and no relevant issues were identified. Complaint history record review was performed for this lot, and no similar complaints were identified. The xia ii surgical technique and device IFU were reviewed: ¿prior to adequate maturation of the fusion mass, implanted spinal instrumentation may need additional help to accommodate full load bearing. External support may be recommended by the physician from two to four months postoperatively or until x-rays or other procedures confirm adequate maturation of the fusion mass; external immobilization by bracing or casting be employed. Surgeons must instruct patients regarding appropriate and restricted activities during consolidation and maturation for the fusion mass in order to prevent placing excessive stress on the implants which may lead to fixation or implant failure and accompanying clinical problems. Fatigue fracture of spinal fixation devices, including screws and rods, has occurred.¿ the most likely cause of the reported event was determined to be due to the age of implantation. Device was implanted for 1.5 years and it was reported that the patient healed. Device carried out its intended function. Location of bi-lateral fracture indicates a potential fall or external trauma, however, it was reported that the patient did not fall.

Event description:
It was reported that two xia ii vitalium rods fractured at l5/6 post-operatively. The patient was revised to replace the fractured rods and re-fix the construct. This record captures the first of the two xia ii vitalium rods.